Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 471 mg/dl. Reportedly, the customer administered a manual injection, bolus, and changed the supplies to address bg level. It was noted that the suspected cause of the elevated bg level was possibly due to settings and starting school (lifestyle change). The contact stated that the customer did not bolus for a lunch meal and stated that starting school could raise bg levels as well. A system check with tandem&#38112;technical support indicated that the pump/cartridge functioned as intended and the contact stopped troubleshooting at that point.